Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable pacemaker exhibited myopotential noise and triggered an automatic lead safety switch due to high out of range pace impedance measurement greater than 3,000 ohms. Imaging confirmed location of the lead was visually unchanged, and there was no loose pin on the connector. Technical services (ts) discussed troubleshooting and programming options. The device was reprogrammed for optimization. No adverse patient effects were reported. The device remains in service.